Manufacturer narrative:
The damaged driver was returned and technical inspection showed evidence of over torquing and breakage. Damaged section of part was not the same length as drawing specifications. The damaged driver was compared to be conforming driver in inventory. The length of the damaged driver was less than that of the inventory driver, confirming that a piece was missing. Lot history was reviewed and was found to meet all quality requirements. Field rep confirmed that the tip of the driver had broken off, but that the surgeon could not recover the broken tip from within the screw head. The screw head was then covered by a rod, which was locked into place to complete the assembly. The broken piece is therefore secured within the implant. This MDR is being filed to address that the broken driver piece is embedded within the screw head within the patient. Field rep also confirmed that the surgeon had used the facetfuse driver with the pedfuse system, which is not within the pedfuse surgical technique. The surgeon had used the facetfuse driver with a power drill and parts from the pedfuse system. The facetfuse surgical technique does not indicate that the driver can be used with pedfuse system.

Event description:
While surgically implanting pedfuse system into a patient, the surgeon used a facetfuse driver outside of the surgical technique and broke the tip of the driver off. The field rep confirmed that the tip of the driver had broken off but was unable to be recovered within the set screw and was left embedded within the set screw within the patient. The surgeon then used a different instrument and surgery continued as scheduled.